Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 - primary UDI number; g4 - combination product; h6 (annex a). Investigation ¿ evaluation: it was reported that in preparation of a salivary gland stone surgery, upon opening the package of a ncircle tipless stone extractor the nurse found "one line of the wire was broken". The procedure was completed with a new same type of device without difficulty. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that in preparation of a salivary gland stone surgery, upon opening the package of a ncircle tipless stone extractor the nurse found "one line of the wire was broken". The procedure was completed with a new same type of device without difficulty. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.